Manufacturer narrative:
The device was not received for evaluation, however, three photographs were returned and visually inspected. The reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a theranova 400 set, an external fluid leaked was observed from the header near the blue dialysate port. The leak was reported to be very slow (one drop of dialysate per hour).there was no report of patient injury or medical intervention associated with this event. No additional information is available.